Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that is having pain below her battery. However, patient pointed to an area approximately 4 inches diagonal from her pocket. Patient states that the pain has increased over the last couple days and that she went to the emergency room last night. Patient states that she does have a uti and that she hasn¿t felt well the last couple days. Patient usage was at 94%. Patient to talk to hcp about getting a simulator x planted, but she says that the spot hurts so bad she would rather just have the stimulator out. Customer services suggested patient turning stimulation off for a week to see if she would be able to function without the stimulator. Patient also talked to hcp today about other things she can do for the pain in that one area. Patient states that she will turn stimulation off and think about if she truly wants it out or not after talking to hcp. Patient states she will call back to the hcp office and let the staff know what her decision is once she evaluate all her options. (B)(6) 2023 e1: the rep indicated that it is unknown if the uti and patient not feeling well was related to their ins/therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.